Event description:
Reporter alleged obtaining the results of 500 mg/dl and 200 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he took 6 units of insulin, documented as novolog, based on the result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.